Event description:
It was reported that the fluid warming had no power. No patient injury reported. No other information was provided.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked enclosure, faded line cord, outdated printed circuit board (pcb) and power switch. Functional testing found the connection between the printed circuit board (pcb) and power switch was damaged. Due to the age and condition of the device, it was deemed beyond economical repair and was scrapped. The root cause of the reported issue was found to be device design. An internal scar has been opened, updating the design to stabilize the power switch. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.